Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire, and the reported separation was unable to be confirmed. There no visible separation or breaks on the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported separation. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional hi-torque versacore guide wire referenced in b5 is being filed under a separate medwatch report number.na

Event description:
It was reported that two hi-torque versacore guide wires were found in a package left on a table. On the package, it was written that the guide wires had a fracture on each wire. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.